Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found corrosion on the scope mount, corrosion on the electrical contacts of the video connector, and corrosion on the free lock lever. Based on the results of the investigation, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: (1) IFU applicable sections: the following is described in the "precautions" section of the instruction manual "for safe use_handling and general precautions": hit the electrical contacts of the video connector. Do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection. (2) IFU applicable part: the following description is found in the instruction manual "preparation and inspection_inspection of camera head". Check that there is no looseness or rattling of the free lock lever when the free lock lever is lightly held and lightly rotated counterclockwise. Confirm that there is no looseness or rattling of the scope mount when the scope mount is operated. (3): applicable part of IFU: the following descriptions are found in the instruction manual "care, storage, and disposal". Do not use the video connector if its electrical contacts are wet. The following is described in the instruction manual "care, storage, and disposal": "do not use the product with the electrical contacts of the video connector wet. (4) IFU applicable part:the following description is found in "caution" in the instruction manual "care, storage, and disposal_care of external part and cover glass_care of external part and cover glass". Never use a hard cloth, etc., which may scratch the cover glass. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head connector cracked. There were no reports of patient harm.